Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted due to an infection / recurrent (B)(6). The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products - model: pb1016, transcatheter pulmonic valve; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed recurrent (B)(6). The patients implantable cardioverter defibrillator (ICD) system was extracted. No further patient complications have been reported as a result of this event.